Manufacturer narrative:
Product event summary: analysis confirmed the programmer booted up to an error. Lem (link electronic module) printed circuit board assembly reseated and software reconfigured and reloaded to resolve issue.

Event description:
It was reported there was a black screen - error. Programmer was rebooted and repair desk attempted but no change. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.